Event description:
Additional information was received which indicated commanded shocks were performed. The values were within normal range, but ultimately the physician elected to extract the lead. During the extraction, the innominate vein was torn, so further intervention was performed where the patient's left chest was opened. The patient was sent to the intensive care unit and is currently in serious condition. The patient's leads were surgically abandoned and this ICD was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. Further review noted the impedances have been increasing gradually and are currently 153 ohms. At this time, the products remain in service and the patient is expected to be seen at a later date. No adverse patient effects were reported.